Event description:
As scrub was preparing a reprocessed formula resector cutter to be used on a knee arthroscopy meniscectomy, it was noted to have white substance inside the cutter. The cutter was removed from the field and did not make contact with the patient.what was the original intended procedure?knee arthroscopy.